Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a skin irritation that is painful almost like bed sores that are opened and seeping under all te pads. The patient reports it feels wet. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use of the lifevest as the patient is getting ICD on (B)(6) 2024 for the skin irritation. Follow up indicated that the skin irritation improved.